Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer (fse) verified the battery, checked the drawer connection to resolve the issue. The system functioned as intended after the field service engineer investigated the device. Additional information indicated the log did not indicate a power or battery event, both the battery and power were tested and passed. The device powered up upon turning on the power switch with no issues found. The drawers were tested and also indicated no issues were found. The fse monitored the account for the alleged malfunction and performed preventive maintenance.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen was black. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.